Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an error message noted on the device indicating that exercise and activity data was unavailable. Technical support was contacted and stated the device would need to be reset in order to access the data. No intervention was performed, and the patient was stable with no consequences.